Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: removal of bone growth stimulator and screws from right sacroiliac joint fusion. Removal of loose carbon fibre cage implant of 18mm cage containing bmp, spinal fusion l5-s1 instrumentation and left iliac bone graft. Tangent plif gill decompression and placement of epidural catheter; for pre-op diagnosis of: retained spinal implants, right sacroiliac joint causing pain, spondylolisthesis grade 2 l5-s1. Perop notes: "..the carbon fibre cage was found to be quite prominent and was loose. E chipped some hypertrophic graft from the edge of the cage and that enable us to lift the cage out. The sidewalls were scrapped free of fibrous tissue and an 18mm tyne was then impacted enabling us to prepare track for 18mm cage containing bmp. This was accomplished and cage was countersunk.. No complications were reported.." On (B)(6) 2005, patient underwent following procedure: removal of titanium cage from righ sacroiliac joint and repair of arthrodesis with bmp and graft. Excision of 3 lipomata from wound edges; for pre-op diagnosis of right buttock and low back pain, and post-op diagnosis of: retained titanium cage, multiple subcutaneous liponata. As per-op notes: "..bony surfaces were then decorticated, so that there was bleeding bone all around and fibrous tissue, such that we could identify was removed. Some chips which had been generated during removal of he cage were implanted before we placed two rolls of bmp containing graft above and below occupying the place where the cage was and the dorsal area proximal to it, which never fully healed in the beginning.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.